Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting off. Reportedly, the customer experienced a ¿high¿ blood glucose (bg) level, a specific bg value was not provided. Customer administered a manual injection to address bg. The customer reverted to manual injections for insulin therapy.